Event description:
It was reported that during a shoulder arthroscopy, after the surgeon pre-drilled, while twisting, the anchor broke. A backup device was used to complete the surgery.

Manufacturer narrative:
The complaint indicated that during use the anchor broke. The breakage was visually confirmed. The ultra peek anchor is cracked. It has rolled distal threads as well. The inserter is severed at the distal tip. All of these conditions indicate excessive use of force. Dimensional inspection indicates 0.082¿ material is missing from the distal tines. A small shard was recovered from within the anchor. The IFU says: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ customer information indicated that prep was completed with a 5.5mm awl dilator, but listed the instrument part number for a 4.5 mm dilator. Recommended prep instruments are either 3.5mm spade tip drill or 4.5mm awl dilator. IFU also says: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ no root cause associated with the manufacture of this device could be supported. No further investigation warranted.